Event description:
Patient reported obtaining back-to-back blood glucose results of 510 mg/dl, 250 mg/dl, and 172 mg/dl, while using the suspect device. Patient noted that, the following day, an additional back-to-back comparison was performed with results of 154 mg/dl and 454 mg/dl. Patient indicated that therapy was not modified based on these results. No patient injury was reported and no treatment was received. At the time of the report, patient no longer had the strips in use at the time the discrepant results were obtained. Patient performed quality control testing on current strip vial and the level-one solution tested outside of the acceptable range. The suspect product was not returned to the manufacturer for evaluation.